Event description:
During an angioplasty procedure an angio jet thrombectomy failed to perform while in place in the patient. Troubleshooting was attempted and finally the set was replaced with a second set which performed without issue. There were no complications.